Manufacturer narrative:
(B)(4). Complaint conclusion: the device was returned for analysis. The 34.0cm microcoil was returned stretched to a length of 162 cm. The proximal end of the coil was severed and not returned. The distal section of the device positioning unit (dpu) was also severed and not returned. Located off the coil¿s ball tip, there are only three secondary loops of the coil still remaining. Only the first secondary loop was not damaged. Tissue was found adhering to the remaining three secondary loops off the ball tip. The coil was received severely damaged with the proximal end severed and not returned. We were also unable to determine whether the tissue found adhering to the distal section of the coil may have been a factor. Therefore, the root cause of the coil becoming stuck inside the microcatheter cannot be determined. In addition, without the return of the microcatheter and the hemostatic valve used with this coil during the procedure, it cannot be determined if these components contributed to the complaint event. There was no indication of a manufacturing issue related to the event; therefore, no corrective action was taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
The presidio 18 microcoil could not be advanced through the unknown microcatheter. It was reported that the coil became stuck. The microcatheter was unknown, but 5 microcatheters were used during the case. Analysis revealed that the coil was returned severed, stretched, and severely damaged. No additional information could be obtained.